Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation due to his ipg turns on and off without prompting. Reportedly, the patient inadvertently ran over the patient controller with his motor vehicle. Reprogramming was declined by the patient. In the meantime, the sjm representative shut stimulation off using a clinician controller. Surgical intervention may be undertaken as the next course of action to further address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted.